Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was tested and placed on in-house system or equivalent for functional testing failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message "check endoscope cable connection/endoscope self - test failed". The probable root cause of the failed self-test is attributed to a failing coaxial cable. Additionally, the endoscope was visually inspected and found with a missing component. The endoscope was found with instrument adapter closure missing. The probable root cause of the missing instrument adapter closure is attributed to the user. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The root cause for functional test failed ¿ transmittance test failure is not determinable/applicable. The probable root cause of the electrical issues of the camera cables is attributed to an electrical issue with the endoscope cable. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board exhibited missing electrical contacts. The probable root cause is attributed to component susceptibility to damage during reprocessing. The probable root cause of the missing electrical contacts on the pca is attributed to component susceptibility to damage during reprocessing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30-degree endoscope plus could not be identified by the system correctly. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a urology surgery, an issue occurred where the system could not detect or correctly initialize the endoscope. There was no report of unintuitive motion in previous procedures, and during this event, the image was not inverted, nor did the endoscope move uncontrollably or involve reversed instrument controls. The orientation of the endoscope at installation is unknown, and the surgeon did not confirm its desired orientation. Additionally, no indication of image orientation was provided through the user interface.